Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Since the user conducted reprocessing in accordance with IFU or not was unknown from the provided information, the cause of the foreign material in the device could not be established. The event can be detected/prevented by following the instructions for use contained within: operation manual chapter 3 preparation and inspection. And reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
There was no additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope was clogged with tissue adhesive. The issue was found during set up/inspection for use. There were no reports of patient involvement.